Event description:
This is report 1 of 2 for the same event: it was reported that during an ear nose and throat (ent) surgical procedure, it was discovered that the attachment device and motor device were overheating when in use together. There was a five minute delay to the planned surgical procedure. Identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If will be submitted accordingly. Additional information should become available, a supplemental medwatch report

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose, which created a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment. Thus, if a cutter was able to be inserted with this type of damage and the device ran, it would have created heat from the damaged bearings. It was further observed that the nose tube was damaged. Therefore, the reported condition was confirmed. It was determined that the nose tube was damaged from allowing a hard object to come in contact with the inner nose tube, damaging the tip of the nose tube. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.